Manufacturer narrative:
The philips remote service engineer (rse) spoke with the customer, and it was determined that the equipment was working correctly, and there was no issue found. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Section e reporting institution phone #: (B)(6). Section e reporter phone #:(B)(6).

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that the alarm sound was not appearing. The device was in use on a patient at the time of the event. There was no adverse event reported.